Manufacturer narrative:
The device was returned for investigation. The customer¿s allegation of the no image event could not be confirmed and was not reproduced. The inspection of the device found the bending section cover (a-rubber) had a scratch. The adhesive on a-rubber had a chip. The video connector case had a crack . The control unit had a scratch. The grip had a scratch. The up/down plate had a scratch. The up/down plate had a scratch. The right/left plate had a scratch. The angulation lever had a scratch. The right/left lever had a scratch. The switch button 1 had a scratch. The light guide connector had a scratch. The light guide cover glass had a scratch. The video connector case had a scratch. The video connector had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the device history record found the subject device was shipped in accordance with specifications. Based on the investigation, the reported phenomenon cannot be reproduced, it was presumed that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. <inspection of the endoscopic image> confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced a no image issue. The event occurred prior to the therapeutic procedure. The procedure was completed using a similar device. There was no report of patient or user harm associated with the event.